Manufacturer narrative:
Updated fields: b4, b6, b7, d4 (version or model #), d11, g4, g7, g8, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: g1 (contact person ¿ mfg site).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to reproduce the reported issue. The fse resolved the issue by replacing the video generator pcb. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported during patient use, the cardiosave intra-aortic balloon pump (iabp) touch screen was intermittently unresponsive. It was also reported that the end user swapped out the iabp unit with another unit, without issue. No patient harm, serious injury or adverse event was reported.